Manufacturer narrative:
Additional information: b5, d5, e4, f10/h6: component codes, h6, h11. Correction: f10/h6: medical device problem codes (replace a1415 with a160105). B5: it was further reported that the infusion was programmed for 23.8 hours. The volume remaining was 43.7ml and the initial volume to be infused (vtbi) was 1072ml. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue on the event date; the reported infusion parameters were identified in the log. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion occurred during the use of a novum iq large volume pump. It was also observed that there was air in line during infusion. The issue was further described as, the infusion was complete when there should have been 65ml remaining. The medication citarabine was set up for a continuous infusion 45 ml/hr. This was set up as secondary infusion; however, programmed as primary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.